Event description:
The catheters were returned when they were replaced. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. It was noted that the patient recovered without sequela following the procedure. The catheters underwent routine analysis.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8598, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the 8596 catheter revealed no significant anomaly, miscellaneous acceptable testing catheter incomplete returned in segments. Analysis of the 8598 catheter revealed catheter body broken.